Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information reviewed indicated that femoral access was obtained. During advancement of the guiding sheath, the sheath buckled. The device was removed and another device was used to complete the procedure with no harm to the patient. Images of the returned device depict a frayed sheath tip. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.